Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during an interrogation noise was noted for the right atrial (ra) lead on the presenting electrogram (egm) that was oversensed and led to stored events. The ra lead also exhibited low out of range pacing impedance measurements of less than 200 ohms. An insulation issue was suspected, but not confirmed. The patient was referred to an electrophysiologist. The field representative attempted to obtain further information but was unsuccessful. At this time the ra lead and pacemaker remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed due to continued impedance issues, oversensing of noise and increased thresholds. A fracture was suspected. During the revision the right atrial (ra) lead was tested with a pacing system analyzer (psa) and the low impedance measurement were not able to be reproduced. The lead was then surgically abandoned and the pacemaker remained implanted. A new ra lead was implanted and no additional adverse patient effects were reported.